Manufacturer narrative:
A complete analysis and testing of 2 opened and used and 3 new reservoirs, inspected the reservoirs snap caps and septum's for anomalies none were found. Performed occlusion test by filling the reservoirs with diluent, connecting to new infusion sets and installing into a medtronic 5 series insulin pump, performed manual prime fluid flowed through the infusion set and out of the catheter tips, conclusion the reservoirs are not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that he had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose was 402 mg/dl. The customer was treated with manual injection. The customer was assisted in performing a 5.0 units prime. Customer stated the insulin did exit. The customer was advised to run manual prime until at least 5.0 units. Customer stated alarm occurred during manual prime. The customer was advised to assemble a new infusion set and reservoir. The customer was advised to rewind the pump. The customer was advised to insert the new reservoir and run manul prime of 5 units. Customer reports insulin exits with manual prime. The customer was advised that the device is working as designed. The customer wa advised that the caused of the alarm is set/reservoir occlusion.